Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead received multiple shocks from the device. The device was checked, and it was noted the shocks were inappropriate, due to noise that was oversensed. Additionally, the pacing impedance measurements were now greater than 1800 ohms. A lead fracture was suspected. A lead revision was planned. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted pending a revision procedure. This report will be updated when additional information is received.

Manufacturer narrative:
A revision procedure was later performed, where the chronic lead was surgically abandoned and a new defibrillation lead was implanted. The device was also explanted and replaced during the procedure. As the lead was not able to be returned, the clinical observations could not be confirmed. No additional adverse patient effects were reported.